Manufacturer narrative:
The events of lymphoma, seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported "diagnosis of alcl, possible seroma, a painful formation and increased solid lymph nodules". This record is for the right side. Device was explanted.